Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 113 mg/dl. The customer stated that the buttons may have been pressed by his car's seat belt. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent act button response due to flattened dome switch. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and cracked case at a display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.